Event description:
It was reported to philips that the footswitch was intermittently non-responsive, and a table movement error occurred on an allura xper fd10/10. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service recalibrated the table height and identified that potentiometer replacement was pending. This report was submitted in agreement with FDA for the retrospective reporting commitment reference: (B)(4).